Manufacturer narrative:
The reported event that drill bit axsos 3 ti non-locking, short, ø2.5 x 216 mm was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. Nevertheless, note that a corrective (B)(4) has been already initiated in the past in order to address this occurrence. A review of the labeling did not indicate any abnormalities. No indications of a design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. A deviation from the instructions for cleaning and sterilization could also affect the device`s body. As per cleaning and sterilization guide ¿l24002000¿: ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient.¿ it was reported that the device was part of a loaner kit and was reprocessed several times. The drill bit is made out of steel and if the appropriate conditions are not observed it is quite possible to become rusty. As a consequence, this rusty and rough surface, in combination with excessive torque and twisting forces applied, can lead to a breakage. The inspection revealed evident signs of rust in the breakage surface, which clearly indicates that the drill bit has not been used carefully and under appropriate cleaning conditions, and as a result, its integrity was compromised, which is definitely a deviation from the specifications. As per IFU: ¿instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use.¿ [¿] ¿before preparing for sterilization, all medical devices should be inspected. [¿] all parts of the devices should be checked for visible soil and/ or corrosion.¿ [¿] ¿the indications, instructions and warnings provided by the supplier of the cleaning agent and/or disinfectant should be followed.¿ excessive usage of the drill bit could burden even more its integrity, which could be compromised, and as a result lead to such a breakage. In the cleaning and sterilization guide it is written that ¿stryker trauma and extremities typically does not specify the maximum number of uses appropriate for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ however, it is advised that the drill bits should be considered as ¿single patient use devices.¿ therefore they should not be used in more than one surgical operation. ¿in case of failure, the instrument must be replaced and not be used.¿ in the IFU ¿v15011¿ it is specified that ¿single use devices cannot be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications.¿ it was disposed in the hospital.

Event description:
It was reported that when the surgeon drilled the screw hole with axsos drill bit (705025) for diaphyseal region, the drill was fractured and the tip of the drill was left in the bone. Therefore, the small hole was made at frontal diaphyseal region and the broken piece was removed and the artificial bone was deployed. The operation was continued with other drill .